Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent auto-off alarms occurred. Reportedly, the contact and user believe the safety feature was turned off. Review of pump history showed that the safety feature was set to on for 12 hours. The user changed the auto-off time safety feature off. There was no impact to the user's blood glucose level.